Manufacturer narrative:
A review of tickets was performed for reagent lot number 00575l820. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 00575l820 was tested with an out of range testing protocol. Results of this setup did not implicate that the performance of the lot is negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I intact pth reagent kit assay for lot 00575l820 was identified. This report is being filed on an international product, list number 8p31-24 that has a similar product distributed in the us, list number 8p31-21. No patient information is available.

Event description:
The customer reported false elevated architect intact pth results for 5 patients. The customer stated the results patients¿ samples was roughly two times that of the outsourced, roche eclusys results. The customer provided: patient a: alinity result = 256.2 pg/ml, repeat outsource = 124 pg/ml. Patient b: alinity result = 13.2, pg/ml repeat outsource = 7 pg/ml. Patient c: alinity result = 118.0 pg/ml, repeat outsource = 56 pg/ml. Patient d: alinity result = 347.0 pg/ml, repeat outsource = 173 pg/ml. Patient e: alinity result = 220.0 pg/ml, repeat outsource = 133 pg/ml. No impact to patient management was reported.